Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm and the speed and flow dropping to 0 revolutions per minute (rpm) and liters per minute (lpm) has been confirmed via log file analysis. Review of the extracted log file revealed on (B)(6) 2024 at 14:41:31, a pump stop occurred and a ¿flow below minimum: f3¿ alarm and ¿motor disconnected: m2¿ alarm activated. The alarms were due to sf_lmc_motor_disconnected and sf_lmc_pump_not_detected sub faults. At 14:42:34, a ¿system alert: s3¿ alarm activated following a can bus send error sub fault. Between 14:43:50 ¿ 14:47:09, the set speed was changed several times, and the pump began operating at the intended speed each time. The flow remained at 0 lpm and intermittent ¿flow signal interrupted: f2¿ alarms activated until the system was shutdown at 15:36:37. The centrimag 2nd generation primary console (serial number (B)(6) was inspected at the service depot. The console was connected to a test loop, run for several days, and functioned as intended with no alarms observed. The console was functionally tested and all applicable tests passed. The unit was ready for use and was returned to the customer site. Information provided by the account stated that the patient did not experience any adverse effects, and the motor was not exchanged along with the console. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial number (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 - "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and motor alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an s3 alarm on the centrimag console during patient transfer. Rpm and flow dropped to 0. The site switched to the backup console, and the exchanged console was taken out of circulation to return for analysis and repair if needed. It was stated that the patient did not experience any adverse events due to the malfunction. The motor was not exchanged along with the console.

Manufacturer narrative:
Section a: patient information requested, but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.